Manufacturer narrative:
The investigation for the access site bleed and ventricular tachycardia (vt) has been completed. Tthe device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and vt could not be determined. The instructions for use referenced in the initial report is for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation)¿ added- b5-additional event information, h6 clinical code 2095 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
Additional information provided states that the patient had decompensated with increased vt overnight despite increase to p9 requiring levo and vaso so protek duo support added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the patient had a hematoma at the access site. The doctor evacuated the hematoma and the patient's discomfort improved. Anticoagulants were on hold for 48 hours and support with the pump was maintained.